Manufacturer narrative:
Report sent to FDA on 8/13/2007.

Event description:
Procedure: lap chole. According to the reporter, pulled the handle to load the clip, but the clip was thrown out of the jaws of the applier. Pulling the handle was repeated, but unformed clips fell and the jaws never closed. Surgery time was extended beyond 30 minutes as a result of the reported problem.